Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. Images were not displayed. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a no image while connecting to the camera head. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a no image while connecting to the camera head. There were no reports of patient harm.